Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. On an unknown date post procedure, the patient was noted to have a thrombus in their leg. The patient was put back on anticoagulation medication. No further information is available at this time.

Manufacturer narrative:
Date of event aware date of (B)(6) 2022 used as the date of event is unknown.